Event description:
It was reported that prior to an implant procedure, this pacemaker was interrogated with a programmed and was found to have recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. The pacemaker was never used and will be returned back from the field for analysis.

Event description:
It was reported that prior to an implant procedure, this pacemaker was interrogated with a programmed and was found to have recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. The pacemaker was never used and will be returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.